Manufacturer narrative:
Additional information was received indicating that heparin was held for 24 hours in response to the access site bleeding. The pump is not available for return.

Manufacturer narrative:
Corrected information has been provided in b1(is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report. B1:ticked to capture malfunction problem.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 86-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency. Following implantation, the patient¿s urine was noted to be red, raising suspicion for hemolysis. During the initial implant, the impella outlet was positioned against the aortic valve for several minutes before being repositioned. Pre-implant activated clotting time (act) was 240 seconds, and an additional 2,000 units of heparin were ordered by (B)(6). The partial thromboplastin time (ptt) subsequently exceeded 150 seconds. The patient also developed bleeding from intravenous sites and oozing at the groin access site, for which an additional 2,000 units of heparin were ordered. Contributing factors included supratherapeutic anticoagulation reflected by elevated act and ptt values. Bleeding at the access site was managed with redressing. The patient survived to explant. The reported hemolysis requiring device repositioning may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as excessive anticoagulation, transient suboptimal device position, underlying cardiogenic shock physiology, and critical illness.

Manufacturer narrative:
Corrected information has been provided in d4. Additional information has been provided in h6. Access site adverse event / major bleed: the cause of the bleeding issue was most likely related to the patient's high act values of 240 during the time of bleeding, based on clinical details. As per the cp IFU 0048-9007, act should be maintained between 160¿180 after pump insertion until explant. Mechanical interaction with blood / hemolysis: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including full data logs. Device in wrong position: the cause of the issue was not determined without returned product investigation and sufficient clinical details.